Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 497 mg/dl. The customer¿s current high blood glucose 182 mg/dl. The customer had treated with set change and bolus with insulin pump. Caller also stated that her blood glucose was in the 400 mg/dl. The product was not returned for analysis.